Event description:
Right oral commissure burn secondary to bovie electrocautery during tonsillectomy portion of the procedure. This was recognized quickly by team in the room and bovie was noted to have abnormality.